Event description:
Additional information was received, it was reported the cause of the event was the patient had not paid attention to charging the battery pack. The patient was now making sure they check the charge every day and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they are returning a call from their manufacturer representative (rep) about how was the implant for them. Patient mentioned that they called their rep a few months after they were implanted to know what programs are for what muscles. The rep informed them to just "experiment around with it". Patient stated that when the wake up in the morning the stimulation was not on and they are hurting really bad and when they check they still have 40% ins battery. Patient had been experiencing this issue for 4-5 months now. Agent reviewed information and device function. Agent redirected patient to hcp to further address the concern. Patient mentioned they will try to contact their rep to meet them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.